Event description:
An endurant limb stent graft system was implanted for the endovascular treatment of a distal type I endoleak coming from the contralateral limb. The distal type I endoleak resolved. The cause of the endoleak could not be determined. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of returned image 6-months post implant showed that the bifurcate was positioned just below the renals; the ipsilateral limb was within the right common iliac, and the contra limb crossed over the ipsi limb and was positioned within the left common iliac. The max diameter aaa was 5.5cm and no endoleak was seen. The proximal stent graft od was 24mm. Cta¿s from 20 months post-implant revealed that the stent graft is approximately 1cm below the renals; appears to have migrated distally approximately 5mm compared to the previous study. There is a proximal type I endoleak and the max aaa diameter is 7cm. The proximal stent graft od is currently 25mm, and the proximal neck has dilated to approximately 30mm. Since the previous study, a limb has been placed into the contra extending into the left external iliac. The likely cause of the migration and proximal type I endoleak, and the earlier reported distal type I from the contra limb, appears to be due to disease progression; vessel dilatation.

Manufacturer narrative:
(B)(4). Results: endoleak. Due to disease progression; vessel dilatation. Conclusion: endoleak. Due to disease progression; vessel dilatation.